Manufacturer narrative:
The analysis was performed on a cobas taqman instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. Data analysis confirmed the reported results, including the reactive pools and subsequent resolution testing outcomes. A review of complaint history did not identify a trend for lot g16011, and no internal non-conformances related to the reported event were identified. The reactive hiv result observed during resolution testing was attributed to non-specific amplification, which is characterized by late cycle threshold (CT) values and typically does not repeat. The reactive hbv result observed during resolution testing was attributed to potential contamination from an external source during sample preparation, which may occur due to deviations from optimal workflow practices. The customer was advised to follow best practices for sample and reagent handling and to consider cleaning the thermal cycler wells as outlined in the relevant service notice. A reactive pool is considered an interim result, and the resolution testing result should be regarded as the final result.

Event description:
The initial reporter alleged discrepant results between pool testing and resolution testing using the kit s201 t-scrn mpx v2.0 96t us-ivd on the cobas taqman instrument. On (B)(6) 2021, a pool of 6 samples was reactive for hepatitis c virus (hcv) with a cycle threshold (CT) value of 45.9. Resolution testing of one sample from this pool was reactive for human immunodeficiency virus (hiv) with a CT value of 39.5. Repeat testing of this sample was non-reactive. Serology for this sample was non-reactive. On the same date, a different pool of 6 samples was reactive for hcv with a CT value of 50.5. Resolution testing of one sample from this pool was reactive for hepatitis b virus (hbv) with a CT value of 35.5. Repeat testing of this sample was reactive for hbv with a CT value of 35.1. Serology for this sample was non-reactive.